Event description:
A hospital in (B)(6) reported to a fisher & paykel healthcare (fph) field representative that "charred sputum" was found in the inspiratory tube of an rt105 adult inspiratory-heated breathing circuit. It was further reported that the subject breathing circuit was used for about three weeks.

Manufacturer narrative:
(B)(4). The rt105 adult inspiratory-heated breathing circuit is not sold in the USA but it is similar to a product which is sold in the USA. The 510(k) for that product is k983112. Method: the returned rt105 adult breathing circuit was visually inspected. Results: brown secretion was observed inside the inspiratory tube, near the swivel y-piece. Conclusion: all breathing circuits are visually inspected for any contaminants prior to leaving the production line and those that fail are rejected. This suggests the inspiratory tube of the complaint breathing circuit was contaminated post production. Based on the inspection of the returned inspiratory tube and additional information received from the hospital, the observed brown secretion most likely came from the patient who used the subject rt105 adult breathing circuit for almost three weeks. Fph user instructions that accompany the rt105 adult inspiratory-heated breathing circuit provide a warning "this product is intended to be used for a maximum of 7 days".